Event description:
It was reported that during review of the pump history, an occlusion alarm was found to have occurred. There was no impact to the customer's blood glucose level. The customer changed the cartridge, infusion tubing and site. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.